Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion priming, no delivery and motor tests. There was no excessive no delivery alarm or motor error alarm on the device. The insulin pump was received with a cracked reservoir tube. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer's father reported via phone call high blood glucose and motor error alarm on the insulin pump. Customer's blood glucose reading was 480 mg/dl. Customer treated their high blood glucose with a correction bolus and drinking water. Troubleshooting for the motor error on the insulin pump was performed. Customer's father advised they have had multiple motor error alarms and although they are able to fix the issue the alarm recurs. Customer's father advised the insulin pump went through an airport scanner which may have resulted in a motor error alarm. Customer advised the drive support cap appeared normal. Customer advised they were able to rewind the insulin pump. Customer received motor error alarm during a bolus delivery. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.